Manufacturer narrative:
This report is filed on october 12, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to the patient experiencing chronic infections.

Manufacturer narrative:
It was reported that the electrode array had extruded resulting in infection and subsequently the patient's infection was treated with oral and topical antibiotics (date not reported).